Event description:
It was reported that the ureteral stent was found broken at the loop and the event occurred prior to use on the patient. The customer opened another package for use.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The ureteral stent was returned with the opened original packaging. Photo samples were submitted showing one end of the pigtail completely broken off the body of the stent. Visual evaluation of the physical sample noted the separation occurred at the proximal end of the stent; the separation looks similar to what is seen when the material is cut with a sharp object due to the indentation of the material forming inward. The suture porthole also appeared to have a slight separation, which is seen when the suture is pulled away from the stent. The suture was not provided for evaluation. The stent met dimensional requirements, the tip and tube inner diameter were measured with a pin gauge and found to be 0.043" and 0.050", respectively, the outer diameter measured at 0.0803" and 0.0804" using a laser micrometer. A 0.038" guidewire successfully passed through both parts of the sample without resistance. Although a specific cause could not be determined, based on the evaluation results a potential root cause could be rough handling by the user. As no patient involvement was reported the device was not used, though it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "suture may be cut off prior to stent placement." "Avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that ureteral stent was found broken at the loop and the event occurred prior to use on patient. The customer opened another package for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.